Manufacturer narrative:
To date, the device involved is the reported incident has not ben received for evaluation. An investigation has been initiated based on the reported info.

Event description:
Nurse placed a new cartridge on pen and cryo dispensed without using lever and burned nurses hand. On (B)(6) 2014 nurse reports her complete pinky finger, left hand, was sprayed. She flushed hand with tap water with no other treatment. She was in pain for 1-2 hours. No blistering and only sight redness lasting 24/48 hours.